Manufacturer narrative:
The penumbra coil detachment handle (dh1) actuated correctly and passed for both throw distance and pull force. The complaint has been evaluated. The complaint indicated that the pc400 coil did not detach although three attempts were made. Evaluation of the returned devices revealed that the dh1 was functional and the pc400 coil pusher assembly was damaged. The damage to the pc400 coil pusher assembly likely occurred from the attempts that were made to detach the coil. The tortuosity in the vessels could have prevented the coil from detaching. The pull wire was fractured from the proximal end of the pusher assembly and was not returned; however the pull wire was still intact with the ddt capture feature on the distal end of the pusher assembly. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery using penumbra coil 400 and penumbra coil 400 detachment handle. During the procedure, the physician was unable to detach the pc400 coil using the detachment handle. After three attempts, the pc400 coil was removed and the procedure continued using a new detachment handle and pc400 coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra coil detachment handle (dh1) actuated correctly and passed for both throw distance and pull force. Conclusion: evaluation of the returned pc400 coil revealed that the pull wire was fractured. This damage likely occurred from forcefully retracting the pull wire against resistance. The fractured pull wire and pull tube were not returned for evaluation; however the distal end of the pull wire was still intact with the ddt capture feature on the distal end of the pusher assembly. The fractured pull wire was accessed, and the coil successfully detached by the penumbra investigator when the pull wire was retracted. Evaluation of the returned dh1 revealed that it was functional. These devices are 100% functionally tested and visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion:the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.this MDR is associated with MDR 3005168196-2015-00101.